Manufacturer narrative:
UDI #: unknown, because the serial numbers were not provided. Date(s) of event: unknown, not provided. A complete catalog #, expiration date(s), and serial #''s: unknown, not provided. Implant date: if implanted, give date(s): unknown, not provided. Explant date: if explanted, give date(s): not applicable, as to date the lenses remain implanted. Initial reporter phone number: (B)(6). Device manufacture date(s): unknown, because the serial numbers were not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after insertion into the eye, the intraocular lenses, model pcb00 (unknown quantities), sometime have 'praying haptics' and it takes a long time to come apart. Reportedly sometimes the trailing haptics are twisted behind the optics. The lenses remain implanted in the patient's eyes. No further information was provided.

Manufacturer narrative:
Further information was received and it was learnt that there were no injuries to the patients; the outcomes were as expected. (B)(4). Device evaluation: the intraocular lenses (iol) were not returned to the manufacturer; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records reviews: since the serial numbers are unknown the manufacturing records cannot be reviewed. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.